Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and cannulated for extracorporeal membrane oxygenation (ECMO). The patient was sedated and intubated. The following day, it was reported that the patient developed limb ischemia on the impella leg. There were no palpable feet pulses and livid colored feet. Vascular surgery was consulted. However, a femoro-femoral bypass was not performed. The vascular surgeon checked the left leg and there were no signs of limb ischemia. The impella position and groin management were checked and observed without issues. However, approximately five days later, the impella cp device became caught in the papillary muscle and was unable to be repositioned. The impella cp was running on performance level p-4 to unload the left ventricle, unloading continued to function. Additionally, it was noted that hemolysis was present. It was recommended that the impella cp device remain in place until the following week for ventricular septal defect (vsd) procedure as the physician noted a replacement was not possible due to the circumstances. As planned, the patient underwent the procedure. The vsd closure surgery was completed. The impella cp device was successfully weaned and explanted with a survived outcome. The patient was transferred to the unit for further observations.

Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. Positioning issues: clinical details noted that pump pigtail was positioned in papillary muscles. Pump was not attempted to be repositioned until pump was explanted. The root cause of the positioning issues could not be definitively determined as limited clinical details were provided on how the pump came out of position. Hemolysis: clinical details noted that pump pigtail was positioned in papillary muscle and hemolysis was present after positioning issue. Pump was not repositioned and hemolysis continued, blood products were given but no details were provided on if hemolysis resolved before pump was explanted. The root cause of the hemolysis was most likely due to improper positioning based on clinical details that pump pigtail was in the papillary muscle and then hemolysis occurred.